Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Vyaire medical was unable to duplicate the issue - the volumes were the same on the ground and in the air. Vyaire service department has no capabilities to test the vent on air. All testing was performed at service department depot. Review of the event trace does not reveal any unusual alarm or error condition. All event trace entries are consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that volumes were the same on the ground and in the air on the revel ventilator. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.